Manufacturer narrative:
A 23mm commander delivery system was returned locked with the full loader assembly on the flex shaft and an atrion attached to the balloon port. 25% fine adjust and 80% flex were in use. The returned device was fully evaluated and the balloon burst was confirmed. The balloon burst radially and the distal portion of balloon burst inverted over nose tip. No balloon pieces appear missing. Dimensional inspection was performed and the single wall thickness of the inflation balloon was taken along the edges of the burst location. All measurements met specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon burst. A review of the complaint history from february 2021 to january 2021 for the commander delivery system (all models and sizes) was performed and revealed additional similar complaints for balloon burst. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by visual inspection of the returned device. No manufacturing non-conformance were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''upon deployment of the valve, at approximately 80% of deployment the delivery system balloon ruptured.'' Patient anatomical information was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the delivery system balloon burst during valve deployment at 80% inflation. The valve was anchored and stable but under deployed. The delivery system was removed with no patient injury. A post dilatation was performed to fully expand the valve. On visual inspection of the delivery system after removal, the balloon was observed to have torn laterally and separated into two halves which were both attached to the delivery system. The patient is stable post procedure.